Manufacturer narrative:
Analysis of the pump revealed corrosion and wear, and a stall due to shaft-bearing. These findings are likely to be the root cause of the both the motor stall and the volume discrepancy. (B)(4) no longer apply. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implanted infusion pump containing morphine (25.0mg/ml at 10.984mg per day) and baclofen (100.0mcg/ml at 43.93 mcg per day). Indications for use included non-malignant pain, post lumbar laminectomy syndrome, and urinary retention. It was reported that a motor stall occurred and the pump was replaced. Pump logs indicated the motor stall occurred on (B)(6) 2016, and no recovery was noted. A "stopped pump period may exceed tube set" message was noted on (B)(6) 2016. There were no environmental/external/patient factors that may have led or contributed to the issue, and no troubleshooting was performed. A volume discrepancy of 7ml was also noted. No symptoms were reported, and it was unknown whether the patient experienced a loss of therapy. The patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.